Event description:
On 2/19/97, the facility's safety officer informed the MFR's (MFR) customer service rep that the device appeared to be leaking and as a result, the pt was brought to the or for removal of the device. Upon removal of the device it was noted that only 2" of the device catheter which appeared somewhat flattened/frayed with some discoloration for 1-2 cm at the distal end of the device catheter remained attached to the device. Fluoroscopy revealed that the remainder of the device catheter was lodged in the pt's heart. The device was scheduled to be returned to the MFR for analysis. No further details were provided at this time.

Manufacturer narrative:
The device was returned to the MFR and has has been analyzed as follows: the device septum showed no internal damage. No holes, cuts, tears or any other anomalies were seen, the 2 1/2" long catheter had evidence of catheter "pinch off", compression was visible on the catheter's distal end. Additionally, one end of the loose segment of catheter also showed evidence of compression. The device catheter attached to the device body and the loose segment of cahteter appear to have been one uniform piece. The catheter connected to the device body did not appear to have been connected to the bayonet lock correctly. No resistance to flow was felt while flushing the device with 5cc of bacto water. A reddish fluid consistent with that of blood was collected. The unit ruptured at 60psi 1/4" from the device body. No leaks were found elsewhere on the device/catheter. A trend analysis was performed on similar incidents for this catalog/lot number and a trend was not identified. A review of the device history record did not reveal any manufacturing variances related to this event. Based on the info available and the results of the MFR's analysis, the report that "the device appeared to be leaking" could not be confirmed; however, the MFR's analysis has confirmed that the device catheter did shear. Anatomically induced repetitive clavicular compression appears to have caused the damage found during the MFR's analysis of the device. An article exclusive to "pinch off sign" will be forwarded to the facility for it's review. No further details are available. The MFR is now closing the file on this event.